Event description:
Patient had sudden cardiac event at home in the middle of night. Implantable aicd had activated prior to paramedics arrival. Patient transported to local hospital. Upon chest x-ray, transected internal jugular dialysis catheter was noted. Implant was retrieved via a cardiologist.